Event description:
The account alleged that the bed dropped, the account did not know which section of the bed dropped. No injury reported.

Manufacturer narrative:
The account inspected the bed and could not duplicate the alleged issue. The bed functioned as designed, no repair was made.